Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9) occurred with multiple cartridges during the load process. Reportedly, the customer filled the cartridge between 400-450 units of cold insulin. Also, it was noted that an altitude alarm occurred. The customer cleared the alarm and insulin delivery was resumed. The customer's blood glucose level was not impacted.